Event description:
The biomedical engineer reported that the real time patient data was not affected, but they were having issues with patient data going to their emr system for 2 patients. They explained that in their emr interface, two patients are swapping patient information between each other. They stated that this keeps happening intermittently, and they cannot find the cause. There was more than one patient being registered to the bed. The bridge team worked with the customer's emr vendor to use the correct information to identify the patients in the correct beds. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that real time patient data was not affected, but they were having issues with patient data going to their emr system for 2 patients. Within the emr interface, two patients were intermittently swapping patient information. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that real time patient data was not affected, but they were having issues with patient data going to their emr system for 2 patients. Within the emr interface, two patients were intermittently swapping patient information. No patient harm was reported. Investigation summary: nihon kohden (nk) bridge was deployed to assist the customer with this issue as no duplicate ip addresses were identified by nk technical support. During troubleshooting, it was discovered that the customer had multiple patients registered on the same bad. Nk bridge corrected the information to resolve the issue. The root cause is related to use error. There is no evidence of an nk device malfunction that may have contributed to this issue. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.